Event description:
A report was received that the patient had passed away. The patient had recently been implanted and post-op the patient was reportedly doing well. The patient had slept with a c-pap (continuous positive airway pressure) machine and the tube had come undone as well. An autopsy has been scheduled.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.